Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulator had not worked for a year and that they had an appointment with their healthcare provider to have it replaced. No further complications reported.

Manufacturer narrative:
Event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that nothing happened when the patient tried to make the stimulator work. Nothing worked no matter how high they turned it up to. One day it was working and then that night it wasn't. It completely stopped. The stimulator not working had not been resolved and would be replaced in surgery. No further complications were reported or anticipated.